Event description:
During remote monitoring, episodes of noise were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected the rv lead was not correctly connected to the header of the device. A revision procedure was preformed, and the rv lead was repositioned to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected the rv lead was not correctly connected to the header of the device. A revision procedure was preformed, and the rv lead was found to be loose. The rv lead was reconnected and properly tightened to resolve the event. The patient was in stable condition.